Manufacturer narrative:
(B)(4). The mandatory tsb instructs field service to replace the incorrect waste system, vacuum system, and some buffer system tubings.

Event description:
Field service replaced the incorrect tubing on the architect i2000sr analyzer per the mandatory technical service bulletin (B)(4). There was no impact to patient results.